Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call and to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 276mg/dl. The customer's expected fasting blood glucose test result range is 100 to 200mg/dl. The customer reports passing out and falling. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is also undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that the meter send him to the hospital. Customer states that he ran a blood test and got 225mg/dl (fasting) at 7pm in the evening, he fell and passed out and the ambulance came and he went to the hospital on the (B)(6) 2017. They check his blood sugar at the hospital and it was 50mg/dl. The meter is giving high blood results. Customer states that he got scared and he have not use it since then. Customer normal glucose range is 100-120mg/dl and he test 2-3 times a day. Customer states that he does not have any more strips left. I review the meters memory but is unable to find the 225mg/dl results taking on (B)(6) 2017.